Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported info and the plant's investigation. Related MDR's: 8030665-2014-00345 and 1713747-2014-099959.

Event description:
A nurse reported that a pt experienced a "leak on the cycler" on (B)(6) 2014. According to this nurse, the pt broke aseptic technique on (B)(6) 2014, when the pt switched from continuous cycler-assisted peritoneal dialysis (ccpd) to continuous ambulatory peritoneal dialysis (capd). The nurse reported that during this change in modalities, the pt did not wear a mask and set-up with an unk dose of expired delflex dialysate product. On (B)(6) 2014, the pt had a peritoneal dialysis clinic visit and was diagnosed with peritonitis. During the visit, the effluent expressed from the patient's peritoneal dialysis catheter was cloudy when it was collected in the drain bag. The pt was then started on intra-peritoneal 1g of vancomycin and 2g cefapime. The sample was discarded and is not available for return. As of (B)(6) 2014, the pt continues to use the continuous cycler-assisted peritoneal dialysis (ccrd) therapy without and further issues, and the patient's signs and symptoms of peritonitis have resolved.